Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose in the 40 and 50 mg/dl range. The customer stated he had surgery the week before and was on liquids and he had stayed in the 100 mg/dl range. The customer also reported that the insulin pump suspended and he woke up and had 2 sodas to treat the low and blood glucose went up to 300 mg/dl. The customer called the doctor and they made some adjustment to the settings. Customer declined transfer for troubleshooting.